Event description:
It was reported that a patient underwent a c-section on (B)(6) 2023 and a barbed suture was used. Post-op, two and a half months after the procedure, a suture abscess developed. Thus, re-operation was performed. It was confirmed that the granulation tumor was attached all around the product. The surgeon opined that the product was the cause of the event. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/3/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What symptoms did the patient experience following the index surgical procedure? Onset date? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the patient have an infection? If yes, please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device.the returned sample revealed that it was received a suture in several pieces that pertain to product code sxpp1a301. During the visual inspection of the suture pieces, body fluids and tissue were noted in each piece of suture. Also, the suture has begun with the degradation process. This is consistently with the removed of the suture from the patient. The product code sxpp1a301 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined. No additional test could be performed on the sample. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history review the manufacturing records could not be reviewed as the batch/lot number is unknown.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: in the ward / ICU, the event occurred. [The patient demographics] initial is a. 46-year-old woman. 156 cm, 60 kg. [Current status of the patient] the patient was discharged from the hospital. [Progress] the patient is currently managing the wound herself. [Health injury details] two and a half months after surgery, suture abscess was seen and reoperation was performed. A granuloma was seen around stratafix (sxpp1a301). A large number of malignant granulomas had developed at the foreign fixation tab. [Treatment details] (B)(6) 2023: c-section (this is the 2nd surgery. First surgery was trouble free. On that occasion, a monodiox 0-loop/z513g was used. Other surgery history exists) (B)(6) 2023: patient came in for a one-month checkup. There was no trouble. (B)(6) 2023: the patient had pain in the wound and visited a local dermatologist. During an echo examination, a 1 cm erosion was seen at the fascial site. Since it appeared board-like around the fascial suture, it was diagnosed as a suture problem, and the patient was instructed by the dermatologist to go to (B)(6) hospital. (B)(6) 2023: revisited the (B)(6) hospital. The surgeon diagnosed "foreign body reactive granuloma." The patient's echocardiogram revealed three uncomfortable areas on the fascia that were extending superficially and appeared to be growing out of the granuloma. (It had been growing over a period of two months.) (B)(6) 2023: a third granuloma appeared. (B)(6) 2023: the patient was readmitted to the hospital. A joint operation was performed with a plastic surgeon, and when the surgeon opened the patient's wound, it was found that a faulty granulation had been derived over the muscle layer. The sutures were dissected. Stratafix was removed as a foreign matter. The fascia was then closed with 0 monodiox loop, and the fascia was then free of any abnormalities. The dermal layer remained open. (B)(6) 2023: wound cleaning started with vac therapy. (B)(6) 2023: skin rash and sores developed on the tape part of the vac, which was removed and cleaned. (B)(6) 2023: the patient was discharged from the hospital as the skin was still open 1 cm from the surface but is able to clean herself. [Treatment plan] the patient will be examined regularly in the outpatient obstetrics clinic. [Seriousness] serious [reason of the seriousness] two and a half months later, she needed to be hospitalized again and had to be sutured again. [Surgeon¿s comment] stratafix was the cause of the event. Because sutures used in other operations did not cause this situation. [Other contributing factor] none [medical history] none [allergic tendency / smoking habit] none on what tissue was the suture used fascia what was the tissue condition (normal, thin, calcified, fragile, diseased) not reported with abnormality. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure unk were two reverse stitches performed across the incision prior to closure unk what symptoms did the patient experience following the index surgical procedure onset date?: pain, then granulation tissues on fascia was found. Please describe any medical/surgical intervention required for this suture event including dates and results. Reoperation, removal of suture, and re-closure. Did the patient have an infection unk if yes, please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure not "reported" did the patient receive any prophylactic antibiotics pre-, intra- or post-operation unk were cultures performed? If so, please provide the results.